Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) was performing a coronary artery bypass graft (CABG) times two, and thought the saturations were low on the blood parameter monitor (bpm). The ccp drew a blood gas and it was 12 points off. The bpm continued to trend lower than what they are used to seeing. The device was not changed out, as they compared blood gases and adjusted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on 02/26/2015: the reported issue was that the svo2 measures of the bpm did not match those measures of a laboratory analyzer (I-stat). This was a re-operative procedure and the bpm was gas calibrated with the 540 calibrator prior to cpb. This was an adult procedure and early in cpb, the bpm was measuring the svo2 as 10-15% points lower than expected, even though the blood color indicated the saturations were higher. Even after in-vivo calibrations it continued it continued to trend lower than the I-stat. There was no patient history of hemoglobin (hgb) issues or bilirubin problems and no indication that interfering dyes had been administered. There were no error codes displayed. The case was completed successfully, without delay and without associated blood loss. There were no patient missed treatments based solely on the svo2 data. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00212. This bpm is on software version 1.69. Per the sales representative, the customer is not going to change this unit out yet for replacement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the reported complaint could not be duplicated by testing on the blood loop. No oxygen saturations (so2) inaccuracies were observed after an in-vivo calibration was performed. The so2 values were found to be inaccurate prior to an in-vivo calibrations, but with the new software no accuracy is claimed until one is completed. No additional action will be taken at this time.